Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pulse generator went into back-up vvi mode while trying to do firmware upgrade. The device was restored and the physician elected not to re-attempt for the upgrade. The patient was asymptomatic.